Manufacturer narrative:
A sample was returned for evaluation. The sample was tested for plunger force which came within the specification. The stopper was seated poorly during the manufacturing process but was still within specification.

Event description:
It was reported that 13x75 mm 2.0 ml bd vacutainer® tube with dipotassium edta had a stopper that did not fit properly to the tube and there was no negative pressure in the tube. No injury or medical intervention reported.